Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of break in aseptic technique coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported, lot) intraperitoneally (ip) for peritoneal dialysis (pd). The action taken with dianeal therapy was reported as ongoing. On an unreported date, the patient experienced a break in aseptic technique (described as patient made mistake and did not wear a mask). On an unreported date the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized. The cause of peritonitis was reported to be the break in aseptic technique (patient made a mistake and did not wear a mask). On an unreported date the patient began remedial treatment with an injection of vencogen (1gm, ip), an injection of tazin (4.5gm, IV, twice a day) and an injection of unizox (1gm, IV, every day). The peritonitis is reportedly resolved.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable root cause could not be determined, since we are unsure why the patient had a breach in aseptic technique. A labeling review was completed and determined that the instructions provide sufficient level of detail on preventing use error - breach in aseptic technique. If additional information becomes available, a follow up report will be submitted.